Event description:
It was reported that the cartridge was not fitting properly on the pump, and the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to inspect the pump, remove debris from the pneumatic tap area, and clean it with an alcohol wipe or lint-free cloth. The customer successfully reloaded the cartridge and was able to resume insulin therapy without further issues.